Manufacturer narrative:
The report of pump stoppage events was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the events could not be conclusively determined. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the submitted log file could have been potentially consistent with a compromised wire in the patient's percutaneous lead (lead); however, a root cause for the pump stoppage events could not be determined through the evaluation of the returned portion of the lead. A distal end percutaneous lead replacement was performed and approximately 19 inches of the external portion/distal end of the lead was returned. Electrical continuity test of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate layers were removed and examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The lead was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the lead¿s wires that would have resulted in an electrical short. The patient remains ongoing on pump support using an ungrounded patient cable with no further reported issues. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 10 months. The replaced portion of the external percutaneous lead was returned for analysis. The evaluation is not complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 an unexplained pump stoppage occurred. The patient was asymptomatic. A system controller log file was submitted to the manufacturer's technical services representative for review. The reported pump stoppage occurred while the lvad system was connected to the power module. The event lasted approximately 7 seconds before self-resolving. This type of behavior has been linked to potential issues with the percutaneous lead. The patient was provided an ungrounded patient cable for use with the power module. On (B)(6) 2016, technical services performed an external percutaneous lead evaluation. X-ray images showed a potential shielding issue on the external portion of the percutaneous lead. Electrical continuity testing did not reveal any broken wires. The entire portion of the external percutaneous lead was replaced with no issue. On 07/06/2016, follow up log files were submitted with report of another pump stoppage event. A low speed/pump stoppage event was captured on (B)(6) 2016 at 0455 while the lvad system was connected with the patient cable to the power module. There were no additional atypical events since that time. The vad coordinator reported that the patient would use an ungrounded patient cable while on power module support. No pump exchange was planned at this time. The patient was reported to be home bound and doing well.

Manufacturer narrative:
The patient remained ongoing on vad support using the ungrounded patient cable until they underwent a pump exchange due to suspected pump thrombosis on (B)(4) 2017 which was reported under medwatch MFR report # 2916596-2017-01177. The evaluation of the pump confirmed the report of suspected pump thrombosis. This follow-up report covers investigation findings of driveline compromise related to the previously reported pump stoppages. The pump was returned assembled with the driveline severed approximately 9 inches from the pump housing and the severed portion of the driveline was not returned. Electrical continuity testing of the 9 inch portion of lead revealed no continuity issues. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed, and examination of the underlying wires revealed 2 breaches in the insulation of the orange wires approximately 8.5 inches from the pump housing. The insulation breaches of the wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the orange wire insulation would have had the potential to interrupt function as a result of the exposed conductors of any of the wires contacting the braided shield and shorting to ground if the device was supported by the power module. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.